Event description:
While servicing the ventilator, the manufacturer's service technician reported the ventilator would not turn on with the battery installed. The customer did not report the finding previous to service. Review of the device diagnostic log history noted intermittent power issues during normal ventilation mode operation. The service technician replaced the power management board as a precaution for the finding. Performance verification testing was completed and passed per operating specifications.